Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (<75% partial separation, wear abrasion and white particles. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.